Event description:
It was reported that the screw completely removed off during the removal of the wire. However, since the event happened during the cleaning process, there were no adverse consequences, medical intervention, or surgical delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: there are dents and scratches throughout the handle. Also, the device tip is slightly twisted. Functional inspection: the thumb screw subassembly was able to be unscrewed from the handle without any force. Looks like the thumb screw was unscrewed past the stopping point. A nonconformance report was created (ncr98986) for the screwdriver and will be sent to the vendor for further analysis. The probable root causes for the reported failure involving this device could be due to 1) user excessive force or 2) improper sterilization methods.

Event description:
It was reported that the screw completely removed off during the removal of the wire. However, since the event happened during the cleaning process, there were no adverse consequences, medical intervention, or surgical delay.